Event description:
It was reported that a malfunction alarm occurred, identified as malfunction code 9. There was no reported adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset instructions and assisted in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if the issue reoccurred.